Event description:
As reported by the field clinical specialist and per medical record review, the initial tavr procedure involved placing a 23mm sapien 3 ultra in a pre-existing trifecta surgical valve. Post valve deployment, tee revealed no central aortic regurgitation, and no perivalvular regurgitation, however with a gradient of 23mmhg with clear constrained valve due to the prior 23mm trifecta valve, the decision was made to preform post-dilation to remodel the trifecta valve with a 22mm true balloon. During the post dilation with the non-(B)(6) balloon, the balloon ruptured. When they attempted to remove the balloon, it got caught on a previously placed aortic arch stent. They tried several maneuvers to remove the balloon which resulted in an iliac artery perforation and multiple iliac stents and ultimately an open repair of the vessel. The discharge echo showed the s3u functioning well. Reference report: mw5156517. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).